Event description:
Graft oozed blood from its walls (quantity is unk). The bleeding was stopped with another co's hemostatic agent, thrombin and a third co's absorbable gauze. The graft was left in . The pt's condition is ok.